Event description:
Procedure: lobectomy. According to the reporter: on the eight firing, the handle could not be fully squeezed. The instrument was resected with the use of another device, and additional manual suturing was performed to finish the surgery.

Manufacturer narrative:
(B) (4). (B) (4).